Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the customer report was clarified to be ECG leads related and not the defib electrodes. Reports of this nature are not reported and do not meet our reportability guidelines. For your information, the ECG leads report has been attributed to poor preparation of the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via leads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.